Manufacturer narrative:
The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : awaiting product return

Event description:
It was reported that the patient experienced right ventricular perforation followed by cardiac tamponade, which required surgical intervention, during use of this catheter. This catheter was used during a tavi procedure via transfemoral approach. The catheter was proceeded to the right ventricle under fluoroscopy and perforation occurred during valve placement. The events were not life threatening and unlikely would result in disability. The customer commented that the tip of the catheter felt more stiff than usual. It was unknown whether the catheter was secured once it was placed in the right ventricle. It was unknown if overdrive pacing was performed at the time of perforation.

Manufacturer narrative:
Our product evaluation lab received one model d97130f5 bipolar pacing catheter with attached monoject 1.3 cc volume limited syringe. The customer report that the tip of the catheter felt stiffer than usual was not able to be confirmed. No visible damage or abnormality was observed from catheter body, syringe, balloon, and windings. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. It was able to insert the catheter into 5 fr introflex introducer from lab without any problems. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The instructions for use (IFU) indicates careful repositioning and withdrawal of the catheter under electrocardiogram (ECG) and fluoroscopic control is recommended. The design requirement document for swan ganz and oximetry family of catheters establishes that the catheter tip shall be flexible and reach the vena cava, right atrium, right ventricle, and pulmonary artery. The stiffness of the catheter needs to allow torsional twisting to enable placement in anatomies with tortuous paths. In addition, the catheter tip needs to be flexible to avoid vessel damage. The specification requirement to achieve this criterion is through tip buckling test in which the catheter tip buckling deflection force must be less than 0.7 pound. The affected unit was requested to perform tip buckling test and results indicated that the maximum load of the test was 0.1605 pounds, in which the results are below the specifications. Product risk assessment and CAPA escalation triggers were not met.